Event description:
It was reported that an iab catheter (trp3546) was inserted into the patient and the cs300 intra-aortic balloon pump (iabp) start key was pressed; however, after a while an automatic filling error occurred. The end user confirmed that there was no problem with the tube connection and the residual pressure of helium gas, and pressed the start key again; the same error occurred. The end user stated that the same error occurs when the iab filling key is pressed; this caused the balloon to be suspected of leaking and the balloon is replaced. However, the same error occurs when the start key is pressed after inserting the exchanged balloon. The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Corrected fields: h6 (evaluation conclusion codes), h10. In addition to the previous report, a getinge service representative had reported that the iabp unit was cleared for clinical use.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp on the same day and confirmed the looseness of the connector of the safety disk filling port. The issue was caused by the connector of the autofill tubing of the safety disk not connected securely to the iab fill port. The issue was resolved when the connector was re-connected securely to the iab fill port. As the repair was not required for this case, the service report is not available. (B)(6).

Event description:
It was reported that an iab catheter (trp3546) was inserted into the patient and the cs300 intra-aortic balloon pump (iabp) start key was pressed; however, after a while an automatic filling error occurred. The end user confirmed that there was no problem with the tube connection and the residual pressure of helium gas, and pressed the start key again; the same error occurred. The end user stated that the same error occurs when the iab filling key is pressed; this caused the balloon to be suspected of leaking and the balloon is replaced. However, the same error occurs when the start key is pressed after inserting the exchanged balloon. The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.